Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The terminal aorta was narrow and measured 16x17 mm with a length of 35 mm. It was reported that approximately two months post implant, during the post-operative follow-up, an occlusion was confirmed on the left side which the physician attributed to the narrow distal aorta. A femoral-femoral bypass surgery was performed. No additional clinical sequelae were reported and the patient is fine. The physician commented that when two devices are put in a narrow vessel, one of them should not be compressed. When the vessel appears narrow he should implant a bare metal stent. Review of cta¿s from 1-month post-implant revealed that the bifurcate was implanted just below the renal arteries. The proximal stent graft measured 20x21mm. The ipsilateral limb and extension were positioned down into the right common iliac artery. The contralateral limb was placed into the left common iliac. Beginning at the level of the flow divider, the contralateral/left limb was totally occluded. The distal flow resumed near the left external iliac. Within the distal aorta the aortic diameter reduced down to 20mm, and at this location the contralateral limb was seen compressed down to 3mm x 16mm. The ipsilateral limb was patent. Within the left common iliac artery the limb expanded out to 18mm ID, and measured 13mm ID at the distal limb where the flow resumed. The maximum diameter aaa was 5.5cm and there was a likely type ii endoleak seen coming from a posterior lumbar artery. Review of cta¿s from 2-months post-implant revealed that the bifurcate was implanted just below the renal arteries. The proximal stent graft measured 20mm. Beginning at the level of the flow divider, the contralateral/left limb was again totally occluded. The distal flow resumed near the left external iliac. Within the distal aorta the aortic diameter reduced down to 20mm, and at this location the contra limb was again seen compressed down to 3mm x 16mm. The ipsilateral limb was patent. Within the left common iliac artery the limb expanded out to 18mm ID, and measured 14mm ID at the distal limb where the flow resumed. The maximum diameter aaa was 5.5cm and the previously observed type ii endoleak was seen coming from a posterior lumbar artery. Review of cta¿s from 3-months post-implant revealed that the left limb is totally occluded, and a right to left fem-fem bypass has been placed. The type ii endoleak is still seen.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.